Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10721. Device was discarded.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, it was a case of an implant of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The patient had vascular tortuosity and severe annular calcification. During the procedure, valve fine adjustment was very difficult (four times fine adjustment wheel reload). It was impossible to cross the native valve so it was decided to abort the case. During delivery system and valve retrieval, the valve frame struts were bent outwards, which was dangerous for the femoral artery and there was no option to pull the valve inside the esheath. The esheath was damaged as valve bent struts were tearing it off. According to angio, esheath was torn. An occlusion balloon was set above location and patient was treated in the or to remove the devices and the artery was patched. The patient was hemodynamic good and overall stable. If the patient experiences a good recovery, they will be treated with a ta access approach. As per medical opinion, the root cause of the event is related to the patient anatomy and severe annulus calcification.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed based on provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''male, 87 yo with tortuosity and severe annulus calcification'', ''while delivery system and valve retrieval, the valve frame struts were bent outwards, which was dangerous for the femoral artery and there was no option to pull the valve inside the esheath. The esheath was damaged as valve bent struts were tearing it off''. Per imaging evaluation, patient had tortuous anatomy. Since the patient had a tortuous anatomy, the crimped valve could potentially have been withdrawal non-coaxially through sheath resulting in crimped valve caught over sheath tip; further excessive device manipulation led to the further bent struts and outflow frame distorted as seen in the provided imagery. Per training manual, ''thv can be retrieved through sheath only before thv deployment (still crimped): ensure the thv is centered on the flex tip; ensure delivery system is locked; verify the flex catheter is completely unflexed; retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip; ensure the edwards logo on the sheath handle is facing upward'' and ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again''. As such, available information available information suggests that patient factors (tortuosity) and/or procedural factors (non-coaxial crimped valve withdrawal, excessive device manipulation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11458, EU 2015691-2023-10721, and 2015691-2023-11459.